Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the guide wire could not enter the introducer needle, leading to rebounding of the guide wire. The patient¿s blood was splashed onto the face of the operator. Additional information received 4/10/2023: it was reported by the customer "blood made contact with mucous membranes when it splashed in the clinician's face. It was a little blood scattered across the face and eyes of the nurse. The patient does not have any blood-borne diseases and the nurse is not receiving prophylactic or therapeutic treatment."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing a guidewire through an introducer needle was confirmed and appears to be supplier related. One 21 ga introducer needle and guidewire w/hoop were returned for evaluation. Blood residue and evidence of use was noted on the device. An attempt to advance the guidewire through the needle was unsuccessful due to an obstruction experienced within the luer hub/needle orifice transition. Microscopic inspection of the luer hub revealed an off-center transition with the needle orifice. A clear residue was observed to be outlining the needle transition. The material appeared to be adhesive used in the manufacturing process; therefore, the complaint is confirmed. Bd is working closely with the supplier facility to prevent reoccurrence of the reported event.

Event description:
It was reported by the customer that the guide wire could not enter the introducer needle, leading to rebounding of the guide wire. The patient¿s blood was splashed onto the face of the operator. Additional information received 4/10/2023: it was reported by the customer "blood made contact with mucous membranes when it splashed in the clinician's face. It was a little blood scattered across the face and eyes of the nurse. The patient does not have any blood-borne diseases and the nurse is not receiving prophylactic or therapeutic treatment."